Event description:
It was further reported: (B)(6) 2010 - prior to the placement of the 2.25 x 32mm stents the physician advanced a 2.5 x 32mm taxus liberte to the proximal lad and attempted to deploy but was unsuccessful. The stent was removed. (B)(6) 2012 - the patient presented with anterior chest pain associated with diaphoresis and nausea. Patient was taken to the emergency department were an EKG revealed an acute anterior myocardial infarction. A repeat EKG revealed a wide complex rhythm and right buddle block with sinus. The cardiac monitor initially revealed wide complex tachycardia which deteriorated into ventricular fibrillation. The patient underwent CPR with IV epinephrine, atropine, amiodarane, calcium chloride and defibrillated multiple times due to deterioration of rhythm to ventricular fibrillation. The patient was intubated and subsequently found to be pulseless with no blood pressure return despite aggressive advanced cardiac life support protocols. The patient expired the same day. The cause of death was acute anterior myocardial infarction.

Manufacturer narrative:
(B)(4).

Event description:
The (B)(6) has determined there is evidence of stent thrombosis during the (B)(6) 2012 procedure.

Manufacturer narrative:
(B)(6). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4) study. It was reported that post a stenting treatment procedure, the patient experienced myocardial infarction, and later expired. Index procedure. (B)(6) 2010 - the patient presented with stable angina. The 100%stenosed, de novo target lesion was 45 mm long with a reference vessel diameter of 2.5 mm, located in the mid left anterior descending artery (lad). The physician pre dilated the lesion with an unknown balloon catheter and placed a 2.25 x 32mm taxus liberte stent, residual stenosis was 0%. The patient was discharged the next day on aspirin and prasugrel. (B)(6) 2012 - the patient was diagnosed with myocardial infarction and later expired. It was noted the patient was taking aspirin and had discontinued the study medication in (B)(6) 2012.

Manufacturer narrative:
(B)(4).